Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unresponsive keypad. The customer's blood glucose reading was unknown. The customer state he took out the battery and inserted a new one, but the alarm reoccurred. The insulin pump will be returned for analysis.